Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. Based on the available information, the reported event can be confirmed. This issue is known and addressed in a previous corrective action. Most likely root cause for the reported event is inappropriate use/implantation of the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Durom us acet cmpnt 48/42 h item# 0100214148 lot# 2349635. Metasulâ® ldhâ®, head adapter, s, -4, taper 12/14-18/20 item# 0100185145 lot# 2363705. Stem nh collared 12/14 1 l item# 735401201 lot# 60610470. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial left hip arthroplasty. Subsequently, approximately 17 years post implantation, was revised due to failure of implant. During the revision noted the hip was unstable, acetabular shell loose with considerable bone loss and metallosis posterior of the cup. The head, sleeve, and shell were exchanged without complications. Diligence is completed and no further information on the reported event has been provided.